Event description:
An ophthalmic surgeon reported that during surgery, a system message was displayed and laser stopped working. The cable was pulled out of the connector. The procedure was completed with crio instead of the laser and delayed for less than 1 hour. Pt harm is unk. Add'l info has been requested, but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).